Event description:
Customer reportedly obtained results of 380 mg/dl and 124 mg/dl within 10 minutes on the same device. Customer reports that the device stored those results as 342 mg/dl and 155 mg/dl respectively. No action was taken based on device results. No adverse event reported. No quality controls were used during troubleshooting. Requested return of suspect device and replacement was sent.